Manufacturer narrative:
Product ID 3998, lot# v029383v01, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues with the implantable neurostimulator (ins). Trouble shooting was performed. The antenna locate feature was used which resulted in a power on reset (por) being displayed on the recharger which then lead to the normal recharging screen. The last charge session was approximately 2 weeks prior to (B)(6) 2012. The patient charged the ins to 50%. It was reported that the patient could not adjust stimulation and the programmer displayed a "call your doctor" icon and a por condition. Troubleshooting was performed to clear por message. The patient was able to clear the por message and saw her therapy setting screen.